Event description:
The customer reported via phone call that the insulin pump alarmed button error and would not deliver insulin. The customer's blood glucose was 166 mg/dl. The customer did not observe any significant events leading to the alarm other than placing the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm noted. However, the insulin pump had intermittent button response due to moisture damage on keypad traces. The insulin pump passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.